Event description:
After inserting the cannulated compression screw, the surgeon noted that it is not possible to remove the screw out of the scaphoid. The screw head is round, the emergency blade did not work and as well it is not possible to drill over as the yellow part is turning on its own axis.

Manufacturer narrative:
Potential root causes are: off-axis screw insertion. Usage of the wrong screws, usage of the wrong screwdriver blade, too hard bone. Too small axial forces on the screw head. Screw can not be fully inserted or removed because of the revolving socket. Screw has to be removed by an improper tool because of the revolving socket.